Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an abrupt increase to high out-of-range pace impedance measurements greater than 3,000 ohms. Prior to the lss, rv pace impedance measurements were stable in the 550 ohms range with a small spike to 730 ohms. There was no evidence of myopotential oversensing. Low sensing was noted at 0.1 - 0.2 mv. Technical services (ts) discussed troubleshooting options as well as possible causes, such possible lead dislodgement or lead fracture. This rv lead remains in service. No adverse patient effects were reported.